Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that one day post implant the incision site wound was oozing, but no signs of suppuration were noted. The wound was managed with compression bandaging and hemostatic treatment. By the fifth day after the pacemaker implantation, a consultation with the burn department revealed: a small amount of fresh blood permeating the inner layer of the dressing on the left chest wall, slight active bleeding at the incision, and significant swelling with ecchymosis in the pacemaker implantation area. Pocket debridement surgeries were performed, however, the postoperative outcomes were unsatisfactory. Pedicled flap transplantation was performed with chest wall skin and subcutaneous necrotic tissue excision and debridement. The patient was effective. No further patient complications have been reported as a result of this event.

Event description:
It was further reported that the patient was suspected of having a metal allergy, the pocket healed poorly, and fluid continued to leak out. Surgical incision and drainage were performed three times. The pocket finally healed after the use of hormones. There were no performance issues with the ipg and the device remains in use.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.